Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device ¿functioned properly through a 100 hour test.¿ it was stated the ins was ¿functionally okay¿ with ¿insignificant anomalies.¿

Event description:
It was reported that the patient felt the implantable neurostimulator (ins) was susceptible to electromagnetic interference. The patient described moments of switching on and off when near power lines and in some cars. It was also reported that the patient had discomfort near the mandible and the ins site. The position of the extensions was revised and the ins was replaced. It was noted that the ins was replaced due to loss of therapy. The patient was receiving effective therapy and recovered fully at the time of report. Additional information indicated the ins would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be submitted when analysis results are available.